Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v750613, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported there was not a 50% or greater symptom reduction. The component involved in the event was the programmer. Reprogramming was done and stimulation was reduced. The cause of the event was determined and it was not device related. There was overstimulation with 7.2ua. The patient had recovered without permanent impairment.

Event description:
It was reported the patient needed to put their program at the highest level to eat. The patient could tell it was on because it ¿electrocuted¿ them. The patient could feel it go through their face and their face would twitch down to their hands. It was noted the program needed to be that high in order for therapy to work so the patient can eat.